Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a ghosting display after pressing any button due to short on the lcd driver board. The insulin pump had minor scratched lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump had a blank display. Customer's blood glucose was 110 mg/dl. The customer stated that the display is blank and when he presses key it comes up briefly, then it dies again. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.